Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the controller was not working. Patient said that as soon as they put the recharger into the controller, the controller screen would go white/unresponsive. Patient stated they removed the battery but that did not resolve the issue. Patient stated the white screen will not go away. Agent had patient remove the battery pack from the controller and plug the controller into the ac power supply, patient confirmed the controller did not power on, and the screen still remained all white. Patient then reinserted the battery and confirmed the green light was flashing on the controller. Patient confirmed a green light on the ac power supply. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.